Manufacturer narrative:
A steris service technician arrived onsite to inspect the sterilizer and found that the unit could not be repaired and removed it from service. A 3-year complaint review indicates this to be an isolated event. Our investigation into the reported event is in process; a follow-up MDR will be submitted when additional information becomes available.

Event description:
The user facility reported that their small century sterilizer caught fire. User facility personnel extinguished the flames with a fire extinguisher. No report of injury or procedure delay.

Manufacturer narrative:
This unit was sent to steris r&d department for further investigation. Based on the investigation, the location of the fire was near the back of the steam generator where the incoming steam generator power and electrical supply conduit is located. Steris r&d found that the wire used for the incoming electrical supply to the steam generator was not within the specified size; therefore, the reported event is attributed to the undersized electrical supply wire. The observed wire was confirmed to not be a steris part. It is unknown when the wire was installed on the unit, but was either installed by the user facility's biomed, or another external third-party service provider. The DHR of this unit was reviewed and confirmed the unit was manufactured according to specifications; no abnormalities were noted. Steris service technician provided guidance on the proper repair activities, specifically properly installing the correct wire. No additional issues have been reported. UDI related data clarification - the device subject of the event was manufactured prior to UDI compliance, therefore, UDI is not applicable and was not included in the MDR.